Event description:
I was diagnosed with type 2 diabetes in (B)(6) 2016. My dr prescribed the one touch verio iq system by lifescan for me. I have been getting many false low readings of my blood glucose. For example reading s of extreme low glucose below 20mg/dl and 26 and 32, then testing immediately after with normal reading of 123 and 105. I've called lifescan starting (B)(6) 2016 and have been sent new strips and a new meter, but I am still getting false low readings, the latest on (B)(6) 2017. Lifescan is going to send me some more strips, but told me that there is nothing more that they can do. They have sent new strips twice and are sending more today.